Manufacturer narrative:
Provider states patient caused the sparking of the batteries as he tried to do something to the chair himself. The device was evaluated and repaired by the provider.

Event description:
Alleges that the batteries sparked and caused the chair to "catch fire".

Manufacturer narrative:
The exact "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges that the batteries sparked and caused the chair to "catch fire".